Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(6), UDI#: (B)(4). D9, h3: the hardware was returned and analysis was performed. Some of the returned spheres, but not all, had scrapes and scratches. As a result, they were displaying a high geometry error when attached to a known good instrument. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that poor recognition was seen with the instrument. The instrument was replaced with a new one and the operation was stable. No known impact to patient outcome. There was no surgical delay.